Manufacturer narrative:
(B)(4): 7mm emg flex tube ((B)(4), lot#73178000, MFR date 06/2011); 6mm emg flex tube (ID#8229960 lot#73374400 MFR date 06/2011). (B)(4): no devices were returned for evaluation. Method - no testing methods performed.

Event description:
It was reported that approximately two years ago, there was patient ¿harm/injury; outcome: the patient only recovered after 20 days in the sicu.¿ the event involved three endotracheal tubes (sizes 6mm, 7mm, and 8mm). The initial reporter claims the information and details for the event are confidential. No further information was provided or available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.